Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed and reported that before the flashing screen, the customer received the replace battery alarm and the pump was vibrating. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
No flashing medtronic logo noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Successfully downloaded history files and traces using thus. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, unit received with unexpected battery power loss and had high sleep current. ¿pump was cut open to perform visual inspection and found¿moisture damage¿on the [keypad flex connector / pcba 1 / pcba 2 j1 / motor / force sensor]. Low battery alerts confirmed in the pump history on 05/07/2024 at 11:06:00.000. Pump error 63(variable=[12]) (filenumber=[522] linenumber=[341]) was found in pump history files on 06/13/2024 at 12:16:40.000. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked case on the battery tube side, cracked case corner of belt clip rails, broken battery tube threads, cracked end cap, broken belt clip rails, and pillowing keypad overlay. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current due to moisture damage on the pcba 2. Exposure to moisture confirmed. Vibrate anomaly not confirmed during testing. Flashing medtronic logo was not observed during analysis. Flashing medtronic logo not confirmed. However, pump error 63 alarm(variable=[12]) (filenumber=[522] linenumber=[341]) confirmed in pump history due to moisture dam medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.